Event description:
It was reported that during a difficult case involving the right coronary artery, the stent dislodged and was deployed in the lesion, but not to the intended site. The patient is fine and no intervention was required.